Manufacturer narrative:
Product ID 3093-28, lot# v737609, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that ever since, the device was implanted, the patient was having problems with feeling like something was sticking her and a painful feeling. The patient was having the problems all along but didn¿t know what it was and it seemed to be getting worse and worse. The patient later found out that there was a guidewire from the implant procedure that was hanging in the bladder. She also had swelling more to the right side that progressively got worse. The patient went to her healthcare professional (hcp) but they couldn¿t find anything related to it. The swelling wasn¿t on the implant site and was more where the wire was hanging from. The swelling was located at the ¿whole half of the butt¿ to the side of her hip. The patient had stimulation turned off for a hip surgery prior to april and a back surgery in (B)(6) and had difficulty turning stimulation back on after the surgeries. When she did turn stimulation back on approximately two or three months prior to the report, the pain was so excruciating that she couldn¿t take it. The patient always had pain, but it got to be really bad when she turned it back on. The hcp who performed the hip surgery took x-rays which showed the guidewire hanging in the bladder. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concern regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. On 2014-10-07 the patient sent a fax to their hcp requesting an appointment. As of (B)(6) 2014 the patient hadn't heard from their hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.